Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be carried out therefore we are unable to determine the cause for this specific event; however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info of this nature is included in our database and monitored through trending. Referencing related medwatch report: 2936999-2014-00326.

Event description:
Caller reported the tracheal tube had a leak from the cuff. The info provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no fault was identified during pretesting efforts.